Manufacturer narrative:
Product event summary: the lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.